Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that validation error code 00 01 00 bb occurred. Troubleshooting was performed. Start usage issue. This was an application issue. Recommended to close all apps and start again. Restarting the application and press the start usage button only once and wait resolved the issue. Could continue as intended. Issue was resolved.

Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown. G2. Foreign: netherlands. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.